Event description:
The 38 week gestation pregnancy. Vaginal delivery using vacuum extraction. Obstetrician applied device twice, both times for 18-24 seconds. Newborn apgars 8 at 1 minute and 8 at 5 minutes. Newborn exhibited seizure activity in 09/02. Cephalohematoma present at birth.